Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with his sensor glucose and blood glucose. In the morning he was sleeping and the sensor glucose was 50-60mg/dl and his blood glucose was 180mg/dl. Customer stated a few days ago he was off by 200 points. Customer stated he calibrates maybe 5-6 times a day. He said if there is not an arrow on the graph screen he won't calibrate. He stated he wears the sensor on his side and does get a lot of threshold suspend alarms, recently at night it was 55mg/dl he tested and it was not that low. Recommended to calibrate 4 times a day and not with any arrows or known events that would cause large shifts in the blood glucose. The blood glucose reading was 150mg/dl. Nothing further reported.